Event description:
It was reported that perclose proglide suture placement was successful in a right common femoral artery using a preclose technique prior to a percutaneous transluminal coronary interventional procedure, using a 10f sheath. Reportedly, after the interventional procedure, the white rail was pulled and the proglide knot locked. The knot could not be advanced to the arteriotomy. The suture was cut and removed, and a second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. Additional information was not provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The device being available for analysis may have aided in a more definitive determination. The knot locking and not being pushed to the arteriotomy as reported can be influenced by, but is not limited to: manufacturing, patient anatomical conditions and user technique. Devices undergo a variety of knot, cuff, link, suture and needle-related inspections, including, but not limited to, needle alignment, suture forming, knot forming, link forming, cuff tab bending and foot deployment inspections. In addition, a sample of devices from each lot must be successfully functionally deployed as part of lot release testing. The complaint information did not report any abnormal knot or suture technique. It was reported that a 10f introducer sheath was used. As per the special patient populations section of proglide instructions for use the safety and effectiveness of the proglide smc devices have not been established in patients with introducer sheaths less than 5f or greater than 8f during the catheterization procedure. Per indications for use section, the perclose proglide 6f smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 8f sheaths. Based on the reported information and the inspection criteria, a definitive cause of the event could not be determined, however, use of a 10f introducer sheath may have been a contributing factor. Indication of a product quality problem cannot be determined. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database was performed and revealed no other incidents reported for difficult to position knot. Based on the investigation, there does not appear to be any indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all additional relevant information. The proglide instructions for use, special patient populations states: the safety and effectiveness of the perclose proglide smc devices have not been established in the following patient populations: patients younger than 18 years of age, patients with introducer sheaths less than 5f or greater than 8f during the catheterization procedure.